Event description:
It was reported that pericardial effusion and dyspnea occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was implanted. The patient had a windsock shaped laa. There was no baseline effusion noted prior to the procedure. The patient had slight shortness of breath following the procedure. Approximately six hours post procedure, a transthoracic echo revealed a small pericardial effusion in the right atrium. At this time, the patient was on plavix. Pericardiocentesis was performed. The patient recovered and was stable.